Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not come off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for perforation during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not come off the catheter after deployment. They attempted to open and close the barrel slider but still unsuccessful. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.